Manufacturer narrative:
(B)(4). Concomitant medical devices: 32810502704 interchangeable humeral assembly for cemented use only extra small 64363410. Foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03909.

Event description:
It was reported that the initial right total elbow arthroplasty was performed. Subsequently, the patient was revised due to the separation of the joint axis pin. No additional patient consequences were reported.

Event description:
Upon receipt of additional information, it has been determined that there are no allegations on the ulnar component, the pins were part of the humeral component. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that there are no allegations on the ulnar component, the pins were part of the humeral component. The initial report was forwarded in error and should be voided.

Event description:
It was reported that the patient was revised due to elbow instability and separation of the joint axis pin. Further, the postoperative radiograph shows intraprosthetic loosening of the elbow prosthesis. No additional patient consequences were reported.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.